Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy, the device did not fire correctly. The device did not fire staples on both sides of the diameter, only half the staples came out. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.